Event description:
During a arthroscopic hip procedure, the quantum 2 surgery system reportedly made a "banging sound" and then powered off. The procedure was completed; however, details regarding the products and techniques used were not provided. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age and gender were requested but were not received.